Event description:
On (B)(6) 2010, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. In approximately (B)(4) 2010, the patient noted the reported meter would not power on after it had been immersed in water in the clothes washer. The owner's booklet for this meter warns the user to not allow any liquids into the meter's test strip or data ports. "A few hours" afterwards, the patient experienced the symptoms of sweating, impaired vision, headache and irritability. The patient administered self-treatment with food and/or a drink; he did not seek any medical attention. The meter and test strips were replaced. There was misuse of the product by allowing water intrusion into the meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter power issue, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.